Event description:
It was reported that the patient was unable to set their ipg to MRI mode. Testing revealed high impedances on both lead; further investigation found that both leads had migrated and one had fractured (related manufacturer reference number: 3006705815-2024-05382). The patient's ipg had also reached end of life. As a result, the patient underwent surgical intervention on (B)(6) 2024 to address these issues. Therapy restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.